Event description:
Lithium ion batteries (part number 4676) in masimo radical 7 may overcharge when radical 7 is installed in root patient monitor. Batteries are original equipment in newly installed devices in december 2020 and february 2021 at this facility. When the batteries swell they compress the nearby sd card and the root then drops off patient safety net central monitor. One defective battery was swollen to the point of bending the retaining screw for the battery door. We held onto the defective batteries and are working with masimo to determine if this is a defective lot or if there is another root cause. Today we discovered one of the batteries removed continued to swell, even when removed from the device and no longer charging. These batteries are at significant risk of self-combusting, which poses an immediate risk to patient and staff safety.